Event description:
It was reported in a study that 7 years after the initial total hip replacement the pt required a revision. During the revision a new acetabular shell, liner and femoral head were implanted.